Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device #1 of 2. Ref MFR report: 1627487-2014-26542. Pt reported that he was unable to turn on the stimulation. A sjm rep met with the pt and lead diagnostics revealed invalid impedances on both leads. Surgical intervention is pending to address this issue.